Event description:
It was reported to boston scientific corporation, that while a speedband superview super 7 multiple band ligator was being prepared for use, it was found to have two separate threads instead of a loop in the band mechanism. The procedure was performed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A visual examination of the returned device found the ligator thread loop has been cut. The cut is located at the most proximal point of the loop and both ends of the thread were observed to be even and fairly smooth. The cause of the reported malfunction cannot be determined. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no additional complaints exist for the specified lot. The 2008, 15-month band ligation product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.